Manufacturer narrative:
Follow-up # 1 ¿ (09/18/2014), the lay user/patient¿s meter has been returned on 09/09/2014 and evaluated by lifescan product analysis on 09/11/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) and alleged their ot verioiq meter read inaccurately high compared to another meter. The complaint was classified based on the customer care representative (ccr) documentation. The reporter alleged on an unspecified date and time obtaining inaccurate high readings (results unknown) compared to another device (contour), the patient remembers the result having a difference of 60mg/dl, performed out with 30 minutes. Based on statistical methodology, the calculated difference of these glucose results does not exceed lifescan¿s criteria for accuracy. The patient manages her diabetes with insulin (self-adjuster) and denied taking any action in regards to her usual management routine after the issue started. The patient claims she developed symptoms of ¿sweating and cannot see very well¿ at an unspecified time after the product issue. The patient reported treating herself with food/drink after the onset of symptoms. At the time of trouble shooting, the ccr confirmed the subject meter was set to the correct unit of measure setting; the results were from the same approved sample site and testing method and storage were correct. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2 ¿ (10/02/2014). The patient¿s test strips have been returned on 9/18/2014 and evaluated by lifescan product analysis on 9/23/2014 with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where an assay did not start during control solution tests with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.